Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.0/1.5/169 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a different power lens due to blurred vision. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).